Event description:
Boston scientific crm received information that this atrial leads was explanted due to patient infection. This lead was successfully explanted and returned to boston scientific crm for disposal. No adverse patent effects were reported. Dates were provided to us by boston scientific. Despite this complaint stating the lead was returned to bsc, it has not been returned to berlin.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.